Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was painting and a smoke is coming out of the communicator and the power adapter. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was painting, and a smoke is coming out of the communicator and the power adapter. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported. The product investigation confirmed the allegation as a burning smell and smoke seen coming from the power adapter. An incorrect power adapter is plugged into the communicator that caused the observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the power adapter was confirmed. An incorrect power adapter is plugged into the communicator that caused the observation. As there is no reportable allegation against the communicator itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. This supplemental report is being filed to correct the b5: event narrative, g4: bsc aware date (additional information aware date), h3: device evaluation by manufacturer and device not eval by MFR code and h10: additional MFR narrative.